Manufacturer narrative:
On february 20, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 5.2 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 300cc saline mentor smooth round moderate profile, catalog # 3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc saline mentor smooth round moderate profile breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal and replacement with saline mentor smooth round moderate profile breast implants, catalog numbers 3501660 on the left side and 3501645 on the right side, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020.